Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. During the investigation it was found that the device had a membrane failure. There were multiple manual power ups throughout the history log mainly under one minute duration. The device was observed switching on automatically during the investigation as well. The fault could not be replicated with a new membrane.

Event description:
There was no patient involved in this event. The device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.